Event description:
Patient was revised to address malpositioning and loosening of the cup, which was causing dislocation. It was noted that there was no porous ingrowth, only fibrous ingrowth. Poly wear was also reported on the liner rim at the point of dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays confirms the reported malpositioning and subsequent dislocation. Complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been identified.